Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the dwell phase on the home choice (hc). During troubleshooting, there was nothing unusual noted with the supplies. The technical service representative (tsr) explained the alarm and had the home patient (hp) cycle power to clear the alarm. The home patient (hp) stated they wanted to disconnect for the night. The tsr assisted the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.